Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a settings issue which reported "the sensor can't record values below 60 mg" with the adc device. The customer experienced unable to speak, a seizure and was unable to self-treat. A healthcare professional (hcp) obtained unspecified blood glucose readings and administered dextrose tablets to the customer from hcp for treatment. There was no report of death or permanent impairment associated with this event.